Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Attempts are being made to obtain the following information. If further details are received at the later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon product (tension free vaginal tape and tension free vaginal tape - obturator) involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon product involved? Citation: european urology 65 (2014) 1109 ¿ 1114; doi: http://dx.doi.org/10.1016/j.eururo.2014.01.031 (B)(4).

Event description:
It was reported via journal article "title: five-year results of a randomized trial comparing retropubic and transobturator midureteral slings for stress incontinence" author(s): eija laurikainen, antti valpas, pauliina aukee, aarre kivela, kirsi rinne, teuvo takala, carl gustav nilsson citation: european urology 65 (2014) 1109 ¿ 1114; doi: http://dx.doi.org/10.1016/j.eururo.2014.01.031. The aim of this multicenter randomized trial aimed to compare the efficacy and safety of two mid-urethral sling procedures with a different technique of sling insertion 5 year after intervention. Between mar2004 and nov2005, 254 female patients with stress urinary incontinence underwent either tvt (n=131; mean age sd of 53±10 years) or tvt-o (n=123; mean age sd of 54±10 years) procedures. The midurethral slings used were the tvt and the tvt-o slings (gynecare, ethicon). At the five-year follow-up visit, 7 patients from tvt group experienced de novo urgency incontinence treated with anticholinergic medication, and 6 patients had postvoid residual volume (pvr) >100ml. At the five-year follow-up visit, 4 patients from tvt-o group experienced de novo urgency incontinence and 6 patients had pvr >100ml. In this group, one patient had tape extrusion which was treated with excision of the midline visible part of the tape, resulting to incontinence and later had tvt operation. Another patient had retention problem for which the tape was cut twice in the midline resolving the retention. Overall, 54 patients developed urinary tract infection (n=20.6% tvt group; n=22.1% tvt-o group) (16 of them had recurrent uti) and at least one episode required treatment with antibiotics. The risk of developing urgency symptoms with or without leakage after midurethral tape procedure is very low and that actually, as reported earlier, midurethral tape surgery can cure urgency symptoms, the reasons for which remain uncertain. Female urinary stress incontinence can be treated surgically with minimally invasive midurethral sling procedures. Two main approaches of sling placement have been developed: the retropubic and the transobturatory.